Event description:
Limited info received in which facility reported pt experienced chills during treatment on the meridian device. Pre-treatment temperature was 98.7 degrees and post-treatment temperature was 101.8 degrees. During treatment, pt received phenergan and epo (doses and routes unk). Blood cultures were obtained and the results showed gram positive cocci, suggested staphylococci. Pt's type of access was a gortex. Dialyzer in use was a baxter CT-190, with reuse number 42. Dialysate used was 3k/3caa. Hcp reported pt was ill since 3pm on 08-31-2002 with nausea and vomiting.